Manufacturer narrative:
Initial reporter phone number: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. There was a development of cardiac tamponade. Timing when complaints occurred was after conducting ablation of right ventricular outflow tract (rvot). There were no defects in the medical method, catheter, system, etc. Blood pressure decreased, and pericardial effusion was confirmed at intracardiac echocardiography (ice). Drainage was performed, and about 300 ml of blood was collected. Then, the patient¿s condition was stabilized. The patient left from the room after drainage. The procedure was completed. Atrial septal puncture was performed by rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: smart touch sf was used. Flow rate was set according to the instructions for use (IFU). The physician's opinions on the relationship between the event and the product was that during mapping of the rvot with ablation catheter, the rvot was narrow and curved, making difficult to operate. The free wall side of the rvot got damaged, resulting in gradual tamponade. There were no abnormalities observed prior to use and during use of the product. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was due to the procedure. The physician commented that while mapping the rvot with the ablation catheter, cardiac tamponade occurred because the rvot was narrow and curved, which made catheter manipulation difficult and damaged the rvot free wall side. Pericardial drainage was conducted. The outcome of the adverse event was improved. Although the patient had decreased blood pressure, she underwent pericardial drainage and about 300 ml of blood was aspirated, after which her condition got stabilized and she left the catheterization room. Transseptal puncture was performed with rf needle. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The event occurred during the ablation phase. After conducting ablation of rvot. Irrigation flow was set according to the IFU. The flow rate was set at 8 ml/min at = 30 w and 15 ml/min at = 31 w. No error message was observed during the procedure. The force visualization features used were dashboard; vector; visitag. Additional filter used with the visitag was fot. Color options was tag index.

Manufacturer narrative:
Additional information was received on 15-nov-2022. The adverse event was discovered during use of biosense webster products.. The patient has been discharged from the hospital. The date of discharge from the hospital is unknown. Generator information- smartablate generator, product number: m4900207, serial: (B)(6). Correct catheter settings was selected on the generator. The pump flow setting was normally controlled by the generator. Parameters for stability for the visitag module used was stability 2mm 3sec, fot 25% 5g, tag size 2mm. Therefore, updated the d 10. Concomitant medical products and therapy dates field. The investigation was completed on 10-dec-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30863146l and no internal action related to the complaint was found during the review if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 10-dec-2022, noted corrections to the 3500a follow-up #1. Follow-up #1 stated d10 concomitant medical products and therapy dates field was updated. However, in error this field was not processed. Therefore, processed. In addition, the physician information was also omitted in error. Therefore, updated section e. Initial reporter.